Event description:
It was reported that the device was out of calibration. Failed rate accuracy test. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3: unknown. H3: device not received by manufacturer. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was received for evaluation. Functional testing was able to duplicate the reported problem. The device was found to over deliver. It was determined that the expulsor was the root cause. The expulsor assembly, and expulsor were replaced. The service history review had no indication that the complaint was related to a service of the device within the review period.